Manufacturer narrative:
The customer replaced all ise reagents and recalibrated. The field service engineer determined the system had been in standby for multiple days that then requires decontamination. He replaced the valve bank affecting the probe wash station and replaced solenoid valves. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable high ise indirect gen.2 sodium results from a cobas 6000 c501 analyzer. The high initial results were approximately 145-148 mmol/l and the repeat results were in the upper 130s mmol/l. One example was an initial result of 148 mmol/l. The sample was repeated on another analyzer and the result was 135 mmol/l. No questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.